Event description:
The user facility reported that while flushing a cardioplegia line, a luer connection separated causing minor blood loss. The connection was changed out and the bypass procedure was completed successfully with no complication or injury to the pt.

Manufacturer narrative:
The involved sample was returned for evaluation. The sample was decontaminated and visually examined. Visual examination of the returned sample confirmed the luer connector to be broken. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previoulsy. The device labeling does address the potential for such an occurrence with specific directions to "check all tubing connections, and to "replace the tube set whenever the set is damaged." All available info has been placed on file in quality assurance for use in tracking, trending and follow up.